Event description:
Additional information received from the manufacturer's representative (rep) reported the patient was asked to schedule an appointment with the doctor for an x-ray and further examination. The rep was unsure if that had been scheduled or not. When impedances were run, all checked out just fine in the range of 1400-1900 ohms. The rep was not sure why the patient was not feeling stimulation unless the cervical leads moved.

Manufacturer narrative:
Concomitant medical products: product ID: 74001, lot# n487805, implanted: (B)(6) 2015, product type: adapter. Product ID: 3487a-33, lot# j0015940v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 97740, serial#(B)(4), product type: programmer, patient. (B)(4).

Event description:
The device manufacturer's representative (rep) reported the patient can not feel stimulation despite normal impedances, even at 10.5v. The patient maxed out at 10.5 v. The patient reported never feeling stimulation after battery replacement. The patient contacted to rep to be reprogrammed, which is how the issue was identified. The rep ran impedances at 3v and high/low values were 1800 and 1400, within range. The patient reported not feeling stimulation since replacement in (B)(6) 2015. The rep reconfigured electrodes and increased voltage. The rep attempted different configurations and was unable to get the patient to feel stimulation. The patient reported good stimulation prior to the battery replacement, but reported not feeling stimulation after. The issue was not resolved at the time of this report. The patient was implanted to left arm pain. Medical history includes spinal pain. If additional information is received, a supplemental report will be submitted.